Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor. The patient reported that they have not used their ins for the past 4 years. The patient stated that it has been discharged, and there was a loss of stimulation. The patient was seeing a healthcare provider that just kept turning their stimulation up, and therapy would help for 24 hours or less, then their symptoms would return. The patient became unhappy with the service and went to a new healthcare provider. This healthcare provider suggested that the patient get off their dbs therapy. After a couple of months of being off their therapy their speech got better, walking got better and they could feed themselves better but they still have a tremor. The patient stated that in the last two years their dbs therapy caused their speech and walking to get worse, and feeding themselves was more difficult. The patient is going to another neurologist for recommendations on symptoms. They are currently taking oral medications for symptoms, but they are not working. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.